Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. A day after the event onset, the patient was treated with vancomycin (2 grams, route and frequency not reported) and fortum (1 gram, route and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available.